Event description:
It was reported that during a carotid pta/stenting treatment procedure, while pulling back the outer sheath in order to deploy the carotid wallstent monorail 10.0-31, the chrome colored sheath moved backward, but not the translucent outer sheath. Hence, the physician was unable to deploy the stent. The stent and delivery device were removed from the pt as a unit. No pt injuries or complications were reported. This product is approved 'ous' only, but is similar to a device marked in the us.